Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's unicel dxi 800 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 immunoassay system and obtained similar results above the assay's normal reference range. The patient sample was also analyzed on the abbott troponin I method and on the roche troponin I method and generated results within these assays' normal reference ranges. The elevated access accutni+3 result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. No hardware errors or other assay issues were reported in conjunction with this event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.